Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal. The device also showed error 41627, which was due to a defective motor. The dso seal and motor were replaced to fix the issue.

Event description:
The device was returned due to the pump being out of service. The results of the investigation found that the device's downstream occlusion (dso) seal was detached. There was no patient involvement.